Event description:
The facility representative reported a colleague infusion pump with failure code 814:04. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. The user interface module software version is 5.09.90 - remediated colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:04 was confirmed and duplicated by baxter service personnel. The root cause of the condition was determined to be a disconnected air in line printed circuit board and j3 connector. The air in line printed circuit board and j3 connector were reconnected to correct the condition. Per procedure, the air in line printed circuit board was also verified. Additional information: similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Should additional information be received, a follow-up medwatch will be submitted.